Event description:
It was reported that the procedure was to treat a de novo lesion with moderate tortuosity and moderate calcification in the mid left anterior descending artery with 85% stenosis. Pre-dilatation of the lesion was performed using a 1.2x8 mm unspecified balloon catheter. A 2.75x18 mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion and the stent was deployed; however, an edge dissection was observed. Another xience xpedition stent was used to cover the dissection. There was no interaction of devices. No other device/procedure issues were noted. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.